Event description:
Patient admitted on (B)(6) 2015 in anticipation of placement of an elective lvad on (B)(6) 2015 for worsening heart failure. The immediate post-op neuro/cns status intact. The morning of (B)(6)2015, the attending was notified of a change in mental status of the patient. A CT was ordered and results showed an acute hemorrhage. Patient on coumadin and heparin IV-inr was 1.5, ptt 63.5, neurosurgeon consulted and was taken to the operation room for planned drainage of the hemorrhage. Findings at surgery included a large cerebral hemorrhage necessitating removal of portions of the right frontal lobe in order to close. There was probable herniation. Pupils were fixed and dilated.